Manufacturer narrative:
Product not returned to manufacturer

Event description:
Customer reported that he tried placing a healing abutments (hc455) in the same procedure and it would not engage the implant ((B)(4)) threads . He also mentioned that the implant threads were damaged.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15 information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates two healing collars would not assemble with an integrated implant, and caused thread damage. The alleged event was non-verifiable without the return of the product. A root cause for the event could not be determined. UDI: (B)(4).